Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred approx seven months later, due to loosening.

Manufacturer narrative:
Evaluation summary: the ulnar peri plate is in good shape although it exhibits minor scratches. There are no pre-op or post-op x-rays provided to study the fixation and non-union. Patient characteristics and activity level are also unknown. Load bearing on an incompletely healing bone might have caused non-union but a definite cause cannot be attributed with the current inputs. Evaluation: the plate exhibits slight scratching and burnishing. Device history records indicate device manufactured to specification.